Manufacturer narrative:
(B)(4). Batch # m92f1t . The analysis results found that the er320 device was returned with the trigger and the jaws closed. The trigger was manually assisted in order to open the jaws without any difficulties. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled but no clips could be fed. The device was disassembled in order to evaluate the condition of the internal components and the inner coupling was found to be damaged; this condition contributed to the condition of the jaws not opening and the feeding issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the scrub tech was presented with the device to the sterile field. When she attempted to prepare the clip applier by squeezing the closing handle to advance a clip into the jaws, the clip would not advance and the closing handle locked in the closed position. Case completed with another device. There were no patient consequences reported.